Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 15 mg/ml at 2.046 mg (dose) via an implantable pump for unknown indications for use. It was reported that the patient went for a refill and concentration change (morphine 10mg/ml to 15mg/ml). The physician reported a volume discrepancy when emptying the old med (8ml expected 4ml removed). The physician stated pushing in 2-3 ml of the new med followed by withdrawal of 1 ml until all 20 ml was administered. The physician stated not seeing any color or consistency discrepancy of med during refill procedure. The physician also did note it was difficult to push the med in but attributed it to angle of the needle/pump. There were no environmental/external/patient factors that may have caused or contributed to the event. It was unknown if the issue was resolved and the patient's status was "alive-no injury". There was no surgical intervention and none was planned. The patient's weight and medical history was asked but would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via the company representative who reported that no one had yet checked the pump volume because the patient no longer wished to receive care from the practice involved and was looking elsewhere. It was noted that prior to the event, the patient was getting relief from the pump, and it was functioning properly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative (rep) reported that the cause of the difficulty to push medication in had been unknown and the needle used at refill had been discarded.